Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported, "cassette sensor defective." There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette sensor defective. This device has not been serviced in the past. Review of event history found cassette not attached properly alarm. The reported problem was duplicated by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.